Event description:
It was reported that shaft break occurred. The patient presented for percutaneous coronary intervention. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device failed to cross the lesion and the hypotube disconnected from the stent. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The patient presented for percutaneous coronary intervention. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device failed to cross the lesion and the hypotube disconnected from the stent. There were no patient complications reported. It was further reported that the procedure was completed with another device.

Manufacturer narrative:
B5. Describe event or problem- updated.